Manufacturer narrative:
(B) (4): pseudoarthrosis - (B) (4): the device was not returned for analysis. X-ray review found acdf construct from c4-c7. The screw at c7 has backed out.

Event description:
Initial surgery was approximately a year ago for a c4-c7 cervical myelopathy. During this procedure, the pt was implanted with a plate and screws. It was reported that the surgeon noticed approximately six months ago on x-ray that the pt had screw back out from the procedure. The pt underwent a revision surgery on (B) (6) 2010 where the plate and screws were removed and replaced with a new plate, due to unsure complete fusion. The locking mechanism of the plate was found to be broken during removal. No additional pt complications were reported.